Event description:
The patient reported that the keypad buttons have been sticking and causing scrolling for the past two months. She stated that she has to press the buttons hard to obtain a response. She confirmed that the keypad is intact. She stated that she cleans the pump daily with a dry towel or washcloth.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and require excessive force to obtain a response. The buttons do not have normal spring back when pressed. Investigation confirmed that the buttons are sticking and producing scrolling. There was evidence of contamination found under all key contacts. During evaluation, it was observed that the up arrow, down arrow, and ok button key contacts are inverted.